Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2020. The customer¿s blood glucose level was 560 mg/dl at the time of incident from 120 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization after taking off from the insulin pump. Customer had flu when taken to hospital. Customer declined to perform a carelink upload. Customer stated that auto mode feature was not on. The device will not be returned for analysis.